Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complained of high blood glucose results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 07/13/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 338mg/dl and 329mg/dl fasting. Reviewed meter memory: 1:186mg/dl fasting:yes. 2:318mg/dl fasting:yes. 3:175mg/dl fasting:yes. 4:154mg/dl fasting:yes. 5:392mg/dl fasting:yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complained of high blood glucose results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 07/13/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 338mg/dl and 329mg/dl fasting. Reviewed meter memory (B)(6). No adverse event reported.